Event description:
Discordant, falsely low sodium, potassium, and chloride results were obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument and resulted higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.

Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluation of the instrument, the cse replaced all integrated multisensor technology (imt) system tubing. The cse also replaced the rotary valve seal, cleaned rotary valve ports and tower ports, and replaced the imt sensor. The system was primed and a system check, diluent check, and quality controls were run, all of which passed. The cause of the discordant sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.